Event description:
The defibrillation system was implanted on (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. Reportedly, a 1-3 month follow-up study was performed on (B)(6) 2018 and during that visit a device sensing issue was observed, which was deemed linked to the ICD and the right ventricular lead. It was reported as an 'intermittent low calculated sensing, normal iegm.' The deficiency did not result in a serious adverse event. A 6-month follow-up study was performed on (B)(6) 2018 and a 12-month follow-up study was performed on (B)(6) 2018. Both follow-ups did not reveal any device-related adverse events or deficiencies. An 18-month follow-up study was performed on (B)(6) 2019 and during that visit, intermittent oversensing of low amplitude signals was observed.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. H6 (device code, result code, conclusion code) updated. Please refer to the updated analysis report. - attachment: [20191120 - file-2019-02065 - analysis_and_closure_report_resp-2019-01635.pdf].

Event description:
The defibrillation system was implanted on (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. Reportedly, a 1-3 month follow-up study was performed on (B)(6) 2018 and during that visit a device sensing issue was observed, which was deemed linked to the ICD and the right ventricular lead. It was reported as an 'intermittent low calculated sensing, normal iegm'. The deficiency did not result in a serious adverse event. A 6-month follow-up study was performed on (B)(6) 2018 and a 12-month follow-up study was performed on (B)(6) 2018. Both follow-ups did not reveal any device-related adverse events or deficiencies. An 18-month follow-up study was performed on (B)(6) 2019 and during that visit, intermittent oversensing of low amplitude signals was observed.

Event description:
The defibrillation system was implanted on (B)(6) 2017. The patient was discharged from the hospital on (B)(6) 2017. Reportedly, a 1-3 month follow-up study was performed on (B)(6) 2018 and during that visit a device sensing issue was observed, which was deemed linked to the ICD and the right ventricular lead. It was reported as an 'intermittent low calculated sensing, normal iegm'. The deficiency did not result in a serious adverse event. A 6-month follow-up study was performed on (B)(6) 2018 and a 12-month follow-up study was performed on (B)(6) 2018. Both follow-ups did not reveal any device-related adverse events or deficiencies. An 18-month follow-up study was performed on (B)(6) 2019 and during that visit, intermittent oversensing of low amplitude signals was observed.